Manufacturer narrative:
(B)(4).

Event description:
New information received notes that when the patient was last seen on (B)(6) 2015 the prognosis was extremely poor and she and her family requested hospice enrollment. Cause of death listed on the death certificate is congestive heart failure. (Chf). The patient expired at home.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death was unknown. No further information is available at this time.